Event description:
Complainant alleged that during incoming inspection the device displayed an "error 44" message. Complainant indicated that there was not patient involvement in the reported malfunction.